Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements high out of range greater than 125 ohms. It was noted there was no measurement two months previously. Technical services (ts) discussed scheduling this patient to interrogate device to clear the alert. Ts also suggested changing alert from 125 to 150 ohms. No adverse patient effects were reported. The lead remains in service.